Event description:
New information received states that when a patient presented for dft testing, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. Programming changes were made.

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were recommended, and will be made when the patient visits for a scheduled appointment in january.